Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the pump was emitting loss of prime alarms and the patient had a blood glucose of 270mg/dl with drowsiness/confusion/polyuria/blurred vision. Patient received no unusual treatment. During troubleshooting, customer support found that the patient had been improperly cycling the cartridges and filling them with cold insulin.. Cts educated patient on loss of prime warning and cartridge use per IFU. Patient remained on the pump. This complaint is being reported because the patient experienced hyperglycemia related to use error.